Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
The customer reported error machine and proximal pressure sensor failed. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective data acquisition and motor control board to address the reported problem. The unit successfully passed the required performance verification test.